Event description:
It was reported that the customer had a button error alarm and failed battery test on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer is unable to troubleshoot because she was busy and will call back when she has time. The customer was not able to provide more information.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.